Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device did not deliver a dose when the button on the bolus cord was pressed. It was reported the bolus cord was connected to a gemstar pump. The customer contact reported that after the button on the bolus cord was pressed, the gemstar pump did not deliver a dose. There were no reports of any adverse patient events and no reported delay in critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.